Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was achieved with preclosure; all devices were delivered and deployed over-the-wire using the pre-close technique prior to a large-hole procedure. Reportedly, the procedure was completed. The proglide sutures were unsuccessful [failed to achieve hemostasis]. An additional proglide device, post closure, was attempted with deployment and suture harvest over-the-wire but was also not successful. It may have been longitudinal tearing due to over-the-wire delivery to bleed back and/or knot entanglement due to failure to withdraw the knot adequately from the access tract. Proglide device removal, after closing the footplate, was also noted to be difficult during attempted post-closure. A cut down was required. The method of achieving hemostasis was unspecified. No additional information was provided.

Manufacturer narrative:
B3: estimated date. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.